Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not displaying on the station. A technical support specialist (tss) verified that the areas and units were properly assigned, verified the example patient was properly received in the messages, verified on the enterprise server and messaging delays were current and no delays. The tss also verified that there was no delay regarding data synchronization on the station, found that the maintenance service was disabled in the health check, restarted it and put in auto start to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient details were not displaying. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not displaying on the station. A technical support specialist (tss) verified that the areas and units were properly assigned, verified the example patient was properly received in the messages, verified on the enterprise server and messaging delays were current and no delays. The tss also verified that there was no delay regarding data synchronization on the station, found that the maintenance service was disabled in the health check, restarted it and put in auto start to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient details were not displaying. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.